Event description:
It was reported that the pt had a seroma due to a disconnected catheter. Dye and rotor studies were performed and reported to be normal. The seroma was drained, but the subsequently underwent a pocket revision in 2008 with catheter replacement due to "occlusion".

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. Follow-up report will be sent when the analysis is complete.